Event description:
It was reported that the display on the insulin pump is blank. It was stated that battery was changed on the insulin pump and it did flashed on screen a couple of times and then the display went blank. The device does not have physical damage. Customer changed the battery again and the display returned. Battery cap is being replaced. Blood glucose value is 212 mg/dl. Nothing further reported.